Event description:
It was reported that the pump shutdown due to normal depletion. After turning the pump back on, the pump indicated a data log corruption and the customer¿s personal profile settings were noted to be missing. Customer's blood glucose level ranged between 160-240 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.